Event description:
An intravascular ultrasound (ivus) imaging catheter was used to evaluate lesions in the right coronary artery. At the end of the pullback, it was visualized a partially organized thrombus in the proximal segment of the posterior descending artery. The patient experienced chest pain resulting in acute myocardial infarction without st segment elevation. The patient was medically managed with medications and was admitted to the intensive care unit. The status of the patient's condition is unknown.

Event description:
An intravascular ultrasound (ivus) imaging catheter was used to evaluate lesions in the right coronary artery. At the end of the pullback, it was visualized a partially organized thrombus in the proximal segment of the posterior descending artery. The patient experienced chest pain resulting in acute myocardial infarction without st segment elevation. The patient was medically managed with medications and was admitted to the intensive care unit. The status of the patient's condition is unknown.

Manufacturer narrative:
The device was not returned therefore no device analysis could be performed. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings and complications: warnings: "never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications." Complications: "the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity: angina, cardiac arrest, embolism (air, foreign body, tissue or thrombus) myocardial infarction, thrombosis". The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Although the product was not returned, it appears that the device did not fail to meet specifications, based on the results of the DHR and similar complaint reviews, as well as the fact that there is no alleged device malfunction. Patient myocardial infarction, patient chest pain and patient thrombosis are known and anticipated complications to these types of procedures.